Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.668" x 0.085" was found to be broken off. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. Intuitive surgical, inc. (Isi) received the harmonic ace instrument and failure analysis found a broken blade. The insert was found to have the blade broken. The blade broke at roughly the base. A piece approximately 0.668" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to the broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the blade of the harmonic ace instrument broke. The fragment fell into the patient during the task of dissecting. The surgeon did not notice any issues with the instrument during the surgical procedure. The instrument did not collide with other instruments or hard materials. The fragment was retrieved during the same procedure and visually confirmed to be retrieved. An x-ray was performed however no results were provided. The procedure was completed robotically as planned.